Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged between 560-570 mg/dl. Customer administered manual injections to address bg level.